Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2025, product type: lead, product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 23-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Patient came into office complaining of soreness at battery site. When examined by the nurse practitioner there was a quarter size opening over the ins with purplish red tissue around the opening. Suspected infection. Patient was then scheduled for revision/explant. Ins eroded through the skins and was exposed. There were no signs of active infection but ins and a portion of the leads were explanted. The wound was debriefed, cleaned and closed. Lead tails pulled with tension and cut at ins pocket entry point, electrode and a portion of the leads remain implanted. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that pt had the remaining devices explanted on (B)(6) 2025. A new ins and lead were implanted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.